Manufacturer narrative:
Evaluation results - the complaint for "stylet insertion issue" was confirmed. As received, the leads had a solid reddish discoloration, which was causing some obstruction, in the lumen tubing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system implant procedure was abandoned. The physician experienced difficulty inserting the stylet tool into the lead and decided to abandon the procedure.